Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was non-functional and was not providing pain relief. The patient underwent a revision procedure wherein the ipg was replaced and a lead was added. The patient was doing well postoperatively. The explanted ipg will not be returned.